Event description:
While the ventilator was connected to the pt the unit delivered twice the amount of tidal volume. The unit was changed out with another one and no other problems were reported. The hosp reports that the pt may have triggered extra breaths. No pt settings were available. This complaint is the result of service report screening.